Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. A sjm rep met with the pt but was unable to provide effective therapy through reprogramming. The pt stated her physician observed some "fluid buildup" around the lead site that may be contributing to the issue. Add'l reprogramming will be attempted, however, the physician recommended the pt waits a month before reprogramming.

Manufacturer narrative:
(B)(4) . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.